Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 90% stenosed in the mid left anterior descending (mlad) artery. A 3x15mm nc trek balloon dilatation catheter (bdc) was advanced for pre-dilatation and was inflated one time to 4 atmospheres (atm) and held for 10 seconds when the balloon ruptured. The bdc was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. A new, same size nc trek bdc was used for pre-dilatation and a xience stent implanted to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.